Manufacturer narrative:
The device was evaluated by a philips fse. The symptom could not be duplicated. The event strips were reviewed and sowed the device in sync mode, using external paddles, a paddles ECG showing a ventricular tachycardia (vt) condition. The algorithm generated r-wave markers for the vt waveform shown on the ECG strip and the users successfully delivered a shock. Sync markers are noted at the bottom of the strip. Then the device is charged to 200 joules, no ECG signal is shown (dashed lines displayed) indicating the paddles were off of the patient, approximately 22 seconds later the energy is disarmed. The device is then charged to 150 joules, a paddles ECG signal consistent with ventricular fibrillation (vf) is shown, there are no r wave markers, approximately 14 seconds later the energy is disarmed. The device is charged to 150 joules, then 3, 2, 10, 2, 100 again to 150 joule, a paddles ECG signal consistent with vf is shown, followed by a dashed line indicating the paddles were removed from the patient. The device did not shock due to a use issue where the device was in sync mode when the patient was in vf. Since the patient was in vf, the algorithm did not generate r-wave markers as there are no r-waves in a vf rhythm. Since there were no r-waves and no r-wave markers, no energy could be delivered in the sync mode. The device passed all performance assurance testing and remains at the customer site. There was no device malfunction. Initial reporter phone number: (B)(6).

Event description:
The customer reported that a patient was experiencing a ventricular fibrillation and a shock was delivered. After a shock was successfully delivered, the defibrillator was charged again but the shock was not delivered. The involved patient died. The customer stated that the defibrillator behavior did not contribute to the patient outcome.